Manufacturer narrative:
Evaluated one open/used reservoir, performed pre-fill test to reservoir and no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion no air bubbles were noted. Also, we inspected reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into pump and conclusion reservoir no air bubbles was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he has had issues with air bubbles in his past four reservoirs. The patient's blood glucose at the time of incident was 370 mg/dl. The size of the bubbles exceeded the size of champagne bubbles. Troubleshooting did not occur since the customer was frustrated; he was advised to call back for assistance with changing his reservoir. The four reservoirs were returned for analysis.